Event description:
It was reported that during an unknown procedure, when the doctor placed the clip applier down the trocar, clips fell out of the clip applier without any strain on the firing lever. After applying clip to the duct, some of the clips came loose. More clips were applied to finish the procedure. The doctor continued with the rest of the clips in the clip applier and removed the dropped clips. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information: which firing of the device did this event occur on? Before the first fire the staples fell out after insertion through the trocar. The next couple of clips didn't close properly says the surgeon. Were the clips formed correctly? No. What vessel or structure was the device fired on at the time of the event? The cystic artery, and cystic duct. Was the clip fully advanced into the jaws prior to firing? Yes. Was there any torquing or twisting of the device present at the time of firing? No. Was any unexpected resistance felt while firing the trigger? No. Was there any intervention required when the clips did not hold the tissue? Just placed more clips and then had to removed the clips that lay loose in the abdomen.

Manufacturer narrative:
(B)(4). The analysis results found that the device was received in good visual condition with the jaws properly aligned. Upon cycling the device, it was noted to be empty and locked out. The device is designed to lock out when all the clips have been fired. Due to the condition of the device, no functional testing could be performed to evaluate the incident reported. No conclusion could be reached as to what may have caused the event reported. The batch record was reviewed and no anomalies were noted during the manufacturing process.